Manufacturer narrative:
The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including cardiac arrhythmias, multi organ failure and death have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU further cautions: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that anti-coagulation therapy was stopped due to the patient experiencing bleeding approximately three weeks prior to this event. The event occurred when the flow and watts increased in the left sided ventricle assist device (vad) and anti-coagulation therapy was restarted, along with tissue plasminogen activator (tpa) when the right sided ventricle assist device (vad) flow and watts also increased. At some time after the anti-coagulation therapy was restarted, the watts decreased and the flow also decreased to less than two (2). According to the surgeon, the patient was not a surgical candidate for pump replacement, and the decision was made to withdraw care. The right sided vad was decreased to zero and was turned off, followed by the left sided vad. The date of death is unknown and no additional information has been provided at this time.

Manufacturer narrative:
Additional information clarified that this device was implanted as a right ventricular assist device (rvad) and the patient also had a left ventricular assist device (lvad). Initially flow and watts increased in the rvad after anticoagulation had been stopped due to bleeding. When the flows dropped the alarms were turned down to 1 and when the flow was below 1 there was a medium priority low flow alarm on the lvad device as well. Both pumps were turned of and it was further clarified that the date of death was (B)(6) 2014. It was reported that it was presumed that there was pump thrombus. A review of the controller log files associated with the event captured for this event confirmed the reported increase in power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The pump was returned to the manufacturer with independent pathology reporting mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller. Material noted on the inferior surface of the impeller is grossly and histologically consistent with thrombosis. Completion of testing of the device by the manufacturer is pending. This is one of two reports submitted related to the event. Report 3007042319-2015-00100 is related. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including cardiac arrhythmias, multi organ failure and death have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The devices are expected to be returned for analysis. Caution: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. The devices are expected to be returned for analysis, as indicated by the site.